Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was rotated to "home" position to clear the ua45 error message. Following service, multiple run-in tests were performed, including the 95% patient large resuscitation test fixture (lrtf), simulating end take up by pressing the load plate, pulling up the lifeband, and powering off/on the device multiple times. No faults or errors were observed, and the autopulse passed all testing and met all the required specifications. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
After patient use, the autopulse platform (sn: (B)(4) ) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The driveshaft was rotated to "home" position, and the ua45 error was cleared. However, the same issue was observed during the next morning shift check. No patient involvement.